Event description:
Additional information was received from a healthcare provider via a company representative. No actions were taken yet to resolve the motor stalls. The patient has been referred for a replacement. The cause of the pump motor stalls was undetermined. The company representative planned to return the device upon explant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative who reported that the pump was being permanently shut down due to the motor stalls reported previously. A pump replacement was anticipated for the patient, although no date had been scheduled yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding if a pump replacement was planned / scheduled, it was noted that there was no date yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 3 .5mg/day and bupivacaine 15mg/ml at 3.504mg/day via an implantable pump. It was reported that the patient has had multiple motor stalls and recoveries since (B)(6) 2021. Per the reporter all of the stalls last around 5-7 minutes and then recover. The stalls do not happen every day and some days it happens twice a day, but never lasting long. Per the logs, a motor stall occurred on (B)(6) 2021 at 3:23am with a recovery at 3¿30am, stall at 3:36am and recovery at 3:41am, a motor stall on (B)(6) 2021 at 9:11am with a recovery at 9:56am, a motor stall on (B)(6) 2021 at 9:50am and recovery at 9:55am, a motor stall on (B)(6) 2021 at 9:15am and recovery at 9:39am, a motor stall on (B)(6) 2021 at 12:31pm and recovery at 12:42pm, a motor stall on (B)(6) 2021 at 12:36am and recovery at 2:49am, a motor stall on (B)(6) 2021 at 5:03pm and recovery at 5:10pm, a motor stall on (B)(6) 2021 at 12:02am with a recovery at 12:07am, a motor stall at 10:43am and recovery at 10:48am, and a motor stall on (B)(6) 2021 at 9:23am with a recovery at 10:23am. It was noted that the patient did purchase a new (B)(6) around (B)(6) 2021 and that is the only new purchase she made during this time that potentially could have emi (magnetic case, etc.). It was suggested to investigate any potential emi source, for the pump is in the patient's back and asked if it could be possible that the patient is laying on something for 5 minutes sporadically though out the week. The patient was asked but she could not think of anything other than the (B)(6) that she purchased. The reporter was asked if the patient had fallen recently, and the patient did say they did fall yesterday, and the pump started alarming immediately after. The reporter then asked the patient if they fall regularly, and she stated no. The patient was then asked if she fell around valentine¿s day and the patient stated yesterday was the first time she had fallen in a long time.